Manufacturer narrative:
This report is submitted on december 09, 2016.

Event description:
Per the clinic, the patient experienced swelling at magnet site, subsequently the patient was administered oral antibiotics (date and duration not reported).